Manufacturer narrative:
D4): device serial number unknown. H3): the glidelight was not returned, thus no returned product investigation was performed. H6): great vessel perforation, perforation of vessels, and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a capped right ventricular (rv) lead due to a nickel allergy (leads contained nickel). A second rv lead was present in the patient but was not targeted for extraction. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath and a spectranetics medium visisheath dilator sheath, the ra lead was targeted for removal first. However, the patient's blood pressure dropped and rescue efforts began immediately, including rescue balloon, sternotomy, and bypass. A spiral perforation in the superior vena cava (svc), extending into the azygos vein, was discovered and repaired using pericardial patches. During the rescue, it was noted that the patient's stomach was swollen, as a result of rescue efforts, not related to the extraction procedure. The patient's abdomen was opened, stitches were placed (unknown location), and then closed with a drain. Post-sternotomy, the ra lead was completely removed. The two rv leads were cut within the ra region, and the proximal lead remnants were removed. No portion of the lld ez remained within the capped rv lead remnant. The pocket was closed, but the sternotomy was not fully closed due to swelling. Although the patient survived and was stable after the procedure, there was no brain activity. The family asked for a withdrawal of life support, and on (B)(6) 2024, 4 days post-procedure, the patient died. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.